Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 117 mg/dl at the time of the incident. Customer stated that they received no delivery alarm on pump, insulin looks cloudy and has an air bubble. Customer reported approximate size of air bubbles is small. Customer reported that insulin was very thick and the air bubble did not move. Customer is reporting a past event. The reservoir will not be returned for analysis.